Event description:
Info received indicates the metal plate over the siderail latch is bent preventing the rail from locking.

Manufacturer narrative:
The tech straightened the siderail latch cover to repair the bed.